Event description:
It was reported that pump housing around usb port was damaged, screws no longer held plastic piece in place, and pump could no longer be guaranteed watertight, although charging remained possible and cause of damage was unknown and attributed to normal wear and tear. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump with plan to rely on alternate insulin method if necessary, and technical support arranged shipment of replacement pump under warranty, confirmed shipping details, instructed customer to place old pump in storage mode and return it within 10 days using provided materials, and advised customer to manually program pump settings and reconnect continuous glucose monitor on replacement pump.